Manufacturer narrative:
E1 facility name- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported cable disconnection and poor image quality, during a service/maintenance involving an olympus autoclavable camera head. There was no patient injury reported.